Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a due to telemetry loss during an attempted programming update, changes were not saved as intended. A call was then placed to technical services to assist with programming changes and confirm updates were saved correctly. No adverse effects reported and to date, the device remains implanted and in service with no additional complications.